Event description:
It was reported by the pt that he had two surgeries in 2000. He believes that he may have caused the problem after the first surgery by going back to work too early. He states that he could tell that the first patch he got moved. Mesh was explanted and hernia re-repaired with another bard mesh. Mesh was explanted and replaced with another bard mesh.

Manufacturer narrative:
Initial rptr did not allege the device was defective, and/or caused/contributed to the event. MDR is submitted due to the device being involved in the invasive explant procedure. We therefore, consider this report complete to the best of our current knowledge.